Event description:
It was reported that a user and their diabetes educator noted recurring insulin presence inside the pump¿s cartridge chamber after removal, with insulin odor and visible wetness in the chamber but no external leakage from the connector or tubing; the user was uncertain about proper fill volume and whether the plunger extended, and education on correct cartridge filling and use was provided, after which therapy was resumed with a new cartridge. Customer care provided support that included guided troubleshooting over the phone and user education on the cartridge fill process. Investigation of this case revealed evidence consistent with fill process deviation leading to insulin within the cartridge compartment without connector or tubing leaks, and no device alarms were reported. Symptoms included no adverse effects. Outcomes included no injury, no medical intervention, and continued therapy after cartridge replacement. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.